Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery error found in the pump history file and critical pump error alarm during testing due to moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error it will not work. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer reported crack on front display to the battery casing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.